Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to establish communication with external devices post an unrelated procedure. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was replaced with a new model, which resolved the issue.